Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number qemaxa, and no non-conformances related to the reported complaint condition were identified. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an used and apparently detached suture product code j340h could be observed. However, the needle could not be observed in the picture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lap hysterectomy in 2021 and the suture was used. The needle fell off of the suture into body cavity of the patient during vault closure under normal tension/use. It looks like the suture end came completely loose out of swage of needle. The needle was successfully retrieved from the patient with no issues. The surgery was not delayed and completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date sent to the FDA: 4/13/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined a paper lid, an empty winding former, a detached needle and two sutures pieces of product code j340w were received for evaluation. Visual inspection of the sample was performed, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification and no suture remnant was found; however, slightly marks on the body of needle that appears to be by the use of a surgical instrument were observed. The sutures pieces were noted with body fluids and damaged due to use. The insertion end was not observed due to the needle was cut from the strand. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4) date sent to the FDA: 4/12/2021 corrected information: d3